Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was cracked and customer was unsure of the cause. Additionally, it was reported that an occlusion alarm occurred. Customer's blood glucose ranged from 200-288 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issues were verified and a different issue was identified.